Manufacturer narrative:
During processing of this complaint qa attempted to obtain complete info of the event and pt status from the hosp or distributor, as appropriate. Evaluation summary: the results of co's investigative analysis confirmed a portion of the balloon had detached. Additionally, the distal portion of the inner member, including the balloon markers, was detached. It appeared that the balloon had initially ruptured longitudinally, and then tore radially, distal to the proximal shoulder. The inner member was separated at the proximal seal. This damage possibly was the result of the forces applied to the shaft during the attempts to remove the balloon. Quality engineering concluded that the balloon probably became caught in the stent and most likely tore as a result of mechanical damage encountered during balloon removal. Mechanical damage to balloons can occur in various situations which are dependent on lesion morphology, procedural handling and contact with other concomitant equipment used during the procedure. However, these findings are consistent with a rupture due to mechanical failure, such as ruptures occurring when the device is used in calcified vessels or in conjunction with stent procedures. The comet catheter was designed to be used for ptca procedures and its intended use will be communicated to the customer vis-a-vis a follow-up letter. Use of the device in conjunction with stent procedures may contribute to a higher than expected rupture rate. Upon review of this products lot history record no aberrations were discovered. Quality assurance will continue to monitor for this type of product issue. This mder is condidered closed by the quality assurance department.

Event description:
After much difficulty in deploying a stent (the balloon ruptured at 8 atms) in a protected left main to proximal circumflex, this balloon was used to post dilate. It ruptured at 14 atms and became entrapped in the stent upon removal. While attempting to remove the balloon the distal portion separated in the vessel. A snare device was then used in an attempt to remove the fragment, but in this attempt the fragment was lost in the rt iliac artery. A contralateral approach was then taken in an effort to remove the fragment from the iliac artery but was unsuccessful. One marker embolized to the distal periphery. The procedure was completed with another balloon with a good angiographic result. The pt remained hemodynamically stable throughout the procedure. Reportedly, the pt was stable the following day but required a blood transfusion. It is unclear if the transfusion was related to the event. The user facility has retained the device.